Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: two protectors assembled onto a vial were provided to our quality team for investigation. Upon visual evaluation, no defects or issues observed. Functional testing was performed and no leakage outside the system was observed. It was noted the spike penetrated the vial stopper at an angle in one of the samples, creating a puncture hole larger than the diameter of the spike. Product undergoes a series of testing during manufacturing to ensure the quality and functionality of the device. As lot information for this incident was not available, a device history review could not be performed. Based on the investigation results, it was determined that the protector was not properly connected to the vial which damaged the vial stopper and resulted in the leak reported. The protector must be attached completely vertical to the vial. The m12 assembly fixture is recommended to ease the connection of the protector to the vial and must be used in a slow and consistent motion. Complaints received for this device and reported will continue to be monitored by our quality team. See manufacturer narrative.

Event description:
It was reported that the bd phaseal¿ protector p55 was leaking. The following was translated from japanese to english: this report is about leakage after attaching the protector. Leakage was confirmed after connecting the endoxan protector (p55). An investigation was requested regarding the leak point and connection. The protector was attached manually. We obtained the 2 samples and the samples will be investigated by jfrl.

Manufacturer narrative:
H3: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ protector p55 was leaking. The following was translated from japanese to english: this report is about leakage after attaching the protector. Leakage was confirmed after connecting the endoxan protector (p55). An investigation was requested regarding the leak point and connection. Lot number is currently being confirmed.